Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined, based on the result of the onsite evaluation of the suspect device, that an abnormality was not identified with the subject device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility to evaluate/repair the suspect device. The fse was unable to duplicate the reported problem and the device was verified to operate within olympus specifications. The fse attributed the likely cause of the reported problem to the scopes used with the device and possibly due to fluid invasion. However, the possible cause could not be confirmed as the suspect scopes were returned for repair prior to the onsite visit.

Event description:
A user facility reported to olympus that they observed a blank image and b-30 scope communication error. The problem, as reported to olympus, occurred prior to procedure with no patient involvement. The intended procedure was completed upon changing the scope. There was no patient injury or harm, associated with the problem, reported to olympus.